Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a loss in efficacy. The physician accessed the patient¿s current response to therapy and noted that it was suboptimal, as they had no change in symptoms. Interventions included a system explant, which occurred on (B)(6) 2018. The etiology of the event was noted as not related to the device or therapy, implant procedure, or programming/stimulation. The outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated. Indication for use was gastrointestinal/pelvic floor.